Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. X-ray review indicates there is loosening and periprosthetic fracture on both knee femur. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: articular surface fixed bearing constrained posterior stabilized (cps) right 10 mm height use with tibia sizes c-d / ps femur sizes 6-9, catalog #: 42522600510, lot #: 64461648; tibia cemented 5 degree stemmed right size d, catalog #: 42532006702, lot #: 64355617; all poly patella cemented 35 mm diameter, catalog #: 42540000035, lot #: 64374887; stem extension tapered cemented 14 mm diameter +30 mm length, catalog #: 42557000114, lot # 64832711. Articular surface fixed bearing constrained posterior stabilized (cps) left 12 mm height use with tibia sizes e-f / ps femur sizes 10-11, catalog #: 42512600812, lot #: 63904814; natural tibia cemented 5 degree stemmed left size e, catalog # :42532007101, lot #: 64367521; all poly patella cemented 32 mm diameter, catalog #: 42540000032, lot #: 64367722; stem extension tapered cemented 14 mm diameter +30 mm length, catalog #: 42557000114, lot #: 64359223; refobacin bone cement r 1x40-3 3, catalog #: 30039400013, lot #: a941bk1904; hip kit, catalog #: 00515048200, lot #: 64796937; reciprocating saw blade zimmer biomet recip, catalog #: 12076100ur1, lot #: 348875; oscillating saw blade zimmera /synthesa, catalog #: 19090127af1, lot #: 372069. Foreign report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain and loosen implant three months post implantation. No further event information available at the time of this report.